Event description:
Pt received breast implants 18 years ago (ie, 1978) of an unk MFR. Report alleges pt's implants got hard; therefore, she had removal and replacements on an unk date and of an unk MFR.